Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels ( distal end, instrument / biopsy /suction channel/ air / water channel/ auxiliary water channel ) found no detection of microorganism. The results conform in accordance with "rki-bfarm-guideline. The device evaluation found the following: the switch box had a scratch, the grip had a scratch, the plug unit was deformed, the image had white dots due to damage to the charged coupled device unit, and the adhesive on the bending section cover was detached. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive on (B)(6) 2023, for 10 colony forming units (cfus) of agrobacterium tumefaciens. The device was sampled again on (B)(6) 2023, and tested positive for >50 cfus of gram-negative bacteria. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.